Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, it was indicated that the jet tube had white foreign materials due to the use of silicone-based products. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the foreign objects found were due to the use of silicone-based products (such as simethicone, defoaming agents and lubricants), which can cause deposits of white foreign material. If the customer used such products, there is a risk that foreign material may remain in the channel, even if reprocessing was conducted in accordance with the IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and are therefore not recommended for use by olympus. However, the root cause of why the foreign objects remained in the device could not be determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.